Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit showed overheat warning. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp. Fse cleaned unit to remove dust/debris, inspected unit for signs of vacuum leak, none noted and compressor was recently replaced. During drive calibrations, found drive regulator setting drifting regularly, he replaced drive regulator and ensured once set it maintained at proper pressure setting over time. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, unit was returned unit to customer and cleared for clinical use.